Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
The sideport of the sheath was noted to be detached during preparation. Another sheath was used to complete the procedure with no consequences to the patient.